Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller housing was damaged and an incorrect alarm sounded during a controller self-test. It was noted that the alarm tone was different from a properly working controller and was subdued. The controller was exchanged with the backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the system controller housing was confirmed via submitted image. The reported sound issue while performing a self-test was confirmed via submitted video. The heartmate 3 system controller (serial#: (B)(6) was not returned for analysis and no log files were submitted. Images were submitted for review confirming the reported damage to the controller housing. A video was submitted for review of a self- test; the alarm did not sound as expected due to the tone of the alarm sounding muted. Additional information communicated on 13apr2022 indicated that the patient did not experience any issues during their controller exchange, that the reported issues resolved after exchanging the system controller, and that the controller would not be returned for evaluation. The root causes of the reported events were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.